Event description:
6/10 reference (B)(4) for all attachments and related complaints) per email: patient reported "no disposable" alarm on legacy pump; states is 10th cassette with issue, so far. Lot 4203284, expires 10/17/2026. Patient able to resolve alarm by smoothing out tubing, cleaning bottom of pump. Pump currently infusing without issue; pt to call back to report change, aware of troubleshooting techniques. No other needs. No further details provided.

Manufacturer narrative:
Corrected data: b5: correction: no patient injury was reported. H6: correction: event problem patient code: 4582-no clinical signs, symptoms or conditions c106106.